Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified that the station had a failed drawer on auxiliary 4-2, with cubies not visible in the system. A hardware test application was executed, which confirmed that no cubies were detected. Further inspection revealed that the controller board was not displaying the expected indicator lights. All row board connections and pyxis bus cables were reseated, after which the drawer began displaying cubies and became functional. A hardware test application was performed again, confirming that the drawer had fully recovered. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.